Event description:
Caller reported that load process continued to bring user through a loop. There was no adverse impact to the customer's blood glucose level. Customer attempted to resolve issue by retrying the load process and contacting technical support. A support team member guided caller through a pump reset because the pump repeatedly reverted to the change cartridge process. After reset, drops did not appear at the tubing's end, but loop issue was resolved.